Event description:
Reporter alleged the needle on the lancet device would not retract back after using it to do a puncture for blood glucose testing. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.